Event description:
MFR ref # (B)(4).

Manufacturer narrative:
Waiting for device to return for failure investigation.

Manufacturer narrative:
Device available for evaluation. Device evaluated by manufacturer. Manufacturer narrative: the customer stated that the gf-210ra multi-gas unit used for measurement of anesthetic gas agents, oxygen, or co2 is currently being used in the or and on the bsm-6000 vital sign monitor, it displayed multi-gas unit error. The vital sign monitor used with the gf-210ra. The unit was evaluated and the customer's complaint was confirmed. The gas sensing unit was changed to resolve the issue. The unit was burned in and tested prior to returning to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.